Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure and topical skin adhesive was used. During the procedure, while cracking the topical skin adhesive, there was a glass shard that broke out of the side and stuck the doctor, causing exposure. It was not reported how the procedure was completed. There were no patient consequences reported. Additional information has been requested.